Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer. Tse recommended the customer inspect and clean the bezel and/or replace the touch frame printed circuit board (pcb). The customer stated that cleaning did not help and that a touch frame was ordered.

Event description:
It was reported that during use on a patient a, 840 ventilator generated a message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.